Event description:
The facility reported to largo customer service a pump with "ip channel a select soft key damaged." This problem was identified during bio-med testing. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
Eval summary: the reported condition of a damaged channel select button on channel a was confirmed during product eval. The pump head module on channel a was replaced to address the reported condition. The pump was tested and returned within spec. This issue is currently being investigated.